Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula on the sensor was broke and there was also discrepancies between sensor glucose and blood glucose values. Customer's blood glucose level was unknown. Customer had to change his sensor and calibration was rejected as well. The sensor will not be returned for analysis.